Event description:
The customer reported a loud pop and an overload fault error message. This error causes the system to shut down, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube and high voltage cable assembly were evaluated and replaced. The system was tested and found to be working as intended and returned to service.